Event description:
It was reported to boston scientific corporation that during a sacrospinous ligament fixation procedure using a capio standard suture capturing device, the suture came loose from the device when it was being withdrawn after the suture was placed. The physician then tried to pull the suture from the ligament, but the suture snapped and the needle detached and remained inside the patient. The procedure was completed with another device, another suture was placed, and the patient was reportedly "fine" post-procedure.

Manufacturer narrative:
A review of the manufacturing records for this lot shows no evidence of a manufacturing-related potential cause for this event. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.